Event description:
During a cystoscopy procedure with right ureteral calculus manipulation, the physician attempted to remove the stone with a segura basket. Unable to retrieve the stone due to impaction of stone and basket in intramural ureter, the physician removed the basket by pulling the attached cord. Upon removal, it was discovered that the tip of the basket wire and calculus remained in the orifice. After attempting conventional methods for removal, the physician proceded with a ureteroneocystostomy operationdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.